Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump monitored for several days and no alarm noted. However, the insulin pump alarmed after battery change due to voltage leak connector on interface board. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer received an unexpected restart alarm, as well as an external ram error alarm. Customer's blood glucose levels at the time 214mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.